Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited noise with increased frequent non-sustained ventricular tachycardia episodes and high sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter); 434 ventricular(v) -sics since previous session 2.8 days ago; 14 episodes with v-v intervals <(><<)> 220 ms between 2015-(B)(4). Apparent non-physiological noise oversensing seen on electrograms for non-ventricular-tachycardia episodes. Lead failure predictor triggered on 2015-(B)(4) for v-sics >/= 30 in 3 days and 2 or more high rate non-sustained episodes <(><<)> 220ms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.